Manufacturer narrative:
The device was returned and an evaluation performed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was a b30 scope communication error. At the facility: the malfunction was not resolved although the digital light cable (maj-1933) was replaced. The appearance is no problem. There was no foreign matter on the electrical contact (dust, dirt, hand grime, chemical residue, etc.) There is no foreign matter on the scope contact. There is no other tower to conduct the scope testing at the facility. Upon inspection of the returned device, the device was burn in test on two days over six hours each day with scope series 190 series and 180 series. The device passed all functional tests; unable to duplicate the reported issue of b30. Since the burn-in test at the service department did not reproduce the problem, it is likely that there was some kind of temporary malfunction on the scope or video processor side other than the device in question, or that there was a temporary contact failure on the internal electrical contacts of the device in question.

Manufacturer narrative:
Due diligence is executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for a procedure, there was an image on the screen but that a white error box depicting a b30 scope communication error with 190 series scopes was received. There was no patient involvement. The device was inspected and there was no visual external damage or abnormalities to the device. No other errors were received other than the b30. There was no debris, mucus or blood on the distal end of the scope. No foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint were on the electrical contacts.